Manufacturer narrative:
(B)(6).

Event description:
It was reported that the plate broke off. There was patient involved, the same device was able to be used and the procedure was delayed for more than 60 minutes. No patient injury or other complications were reported.

Manufacturer narrative:
An evaluation was performed by smith and nephew and could confirm the customer complaint for the plate broke off. A visual inspection was performed and showed the plate is physically broken, appears to have been dropped or banged. This most likely happened prior to the procedure, leaving only a slight crack or weakness until weight and pressure fully opened the break. The root cause was determined to be handling damage. No manufacturing related defects were observed.

Event description:
It was reported that during hip arthroscopy, the plate broke off. The patient was under anesthesia as the failure occurred. The same device was able to be used. The staff used an additional 30-45 minutes trying to position the patient properly despite of the broken table. No injuries were reported and no instruments had been introduced inside the patient.